Event description:
It was reported when using the bd pyxis medstation system the application got frozen while dispensing medication. The customer reported that there was an hardware failure on auxiliary dawer 3.2. The customer stated that this malfunction occured while dispensing medicaton. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software application issue. A technical support specialist dialed into the station shrunk the database to 6gb using ka000011740, followed ka000008629 to disable the netbios, followed ka000011150 and ka000017103 to disable the "touch keyboard and handwriting panel service and unchecked the power management in usb" to resolve the issue. Followed ka000013946 to run the sfc to repair the corrupted files and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.